Event description:
It was reported that when the intra-aortic balloon (iab) kit was opened, it was noted that the iab was bent. The customer stated that the outer box and packaging were not damaged. There was no patient involvement and no adverse events reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Health effect ¿ impact codes. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that when the intra-aortic balloon (iab) kit was opened, it was noted that the iab was bent. The customer stated that the outer box and packaging were not damaged. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Images from facility attached below file attachment(s). The image sent by the customer shows a bent in the inner lumen, confirming the reported issue. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint #(B)(4).